Manufacturer narrative:
Reference: (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was also confirmed by review of radiographs. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a possible user error. And that surgeon did not follow the IFU correctly. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision surgery for a quattro link anchor removal, which was originally implanted on (B)(6) 2018 .

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Device is retained by the hospital and not being returned for evaluation. Reported event was confirmed by review of radiographs. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device is not being returned.

Event description:
It was reported that patient underwent a revision surgery for a quattro link anchor removal, which was originally implanted on (B)(6) 2018.